Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient services specialist walked the patient through passive recharge mode and the patient started charging their implantable neurostimulator. The reason for call was the patient's ins worked well for their entire body and then the patient fell two times and herniated discs and then their spinal cord stimulator (scs) wasn't covering their entire body so the patient had a second scs implanted. Prior to receiving their scs the patient had a pain patch for 10 years. The patient currently takes percocet. The reason for call was after the patient had their second ins implanted (on (B)(6) 2019) the patient's original spinal cord stimulator started to interfere with their new scs. The patient said this started a year or so ago and also said it started a "couple of months" after date of implant (therefore, event and notify date are both unknown). If the stimulation from their first ins was turned on and then they turned their second ins stimulation on then the stimulation from their first ins hurt their body. The patient was reprogrammed so they didn't feel the stimulation on their first ins but the patient continued to have issues with how the stimulation felt. The patient's original ins was for their neck and their second ins was for their back. Patient added that since shortly after the spinal cord stimulator (scs) was implanted in (B)(6) 2019 the patient had a hard time charging their ins. The patient was advised by their medtronic representative to not use the belt to charge their ins. The patient lost coupling easily, the patient said it is due to the location of the ins. The patient also mentioned that they had an "issue" with scar tissue and that could be the cause. The patient usually gets help from someone to hold the recharger antenna in place when they charged their ins. Additional information was received from the rep on 2021-06-15, reporting that the cause of the interaction between the two inss was unknown and that the patient needed to make an appointment with their physician.